Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The image issue was unable to be reproduced. Evaluation did find the following: there was air leakage at bending section cover adhesion, there was air leak between tip cover and bending section cover, insufficient angle, angle knob play, corrosion in scope connector, objective lens adhesive peeled, bending section cover adhesive part was floating, bending section cover adhesive part was chipped, corrosion in ultrasonic connector, scratched ore dome on the side of light guide snake tube actuator, scratched objective lens, chipped objective lens, scratched image guide snake tube, and scratched switch 3 rubber. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Since evaluation of the device was unable to confirm or reproduce the loss of image, a definitive root cause of the defect could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during a therapeutic endoscopic ultrasound-guided fine-needle aspiration the evis lucera ultrasound gastrovideoscope had ultrasound images that were sometimes not displayed. The procedure was delayed several minutes to replace the device and reinsert the scope into the patient. There was no report of patient harm.